Event description:
It was reported that the device locked up during a code summary print out. There was no report of patient involvement with incident.

Manufacturer narrative:
(B) (4): physio-control evaluated the device and observed an intermittent lock up issue. Physio reseated the internal connections and observed proper device operation through functional and performance testing. The device was returned to the customer for use.